Manufacturer narrative:
Visual examination of the returned device noted that the guide wire contained a kink 3mm from the distal tip (bumper tip). Examination under magnification at the kink location revealed partial pebax damage in a cross-sectional direction. No other anomalies were detected. The device history record (DHR) was reviewed and found to meet all requirements. The most probable root cause can be attributed to operational context.

Event description:
Event determined to be reportable based on device analysis approved 01/26/2009: it was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a guide wire kink occurred. The lesion was in the common bile duct (cbd). The 0.035 jag precursor guide wire was advanced to the lesion, however upon attempting to gain access to the papilla vateri, the guide wire kinked. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "good". Device analysis revealed pebax damage.